Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to separate was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2023-95154. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) would not separate from the delivery catheter after positioning. The lp was removed and a second lp was attempted to be implanted. The second lp had difficulty separating from the delivery catheter which resulted in dislodgement into the atrium when the lp was released. A third lp was successfully implanted. The patient was in stable condition.